Manufacturer narrative:
The reported event is confirmed manufacturing related. No actions can be taken at this time since a root cause was not identified. Visual: received 1 silicone foley catheter. Drained water through drainage funnel and no water drained out of drainage eyes therefore funnel appears to be blocked. Dissected balloon and inserted 0.040 pin gauge into drainage funnel to see drainage funnel pathway. However, pin gauge does not go through drainage funnel all the way indicating the drainage funnel was not extruded throughout the catheter. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the surgery, urine did not flow from the foley catheter. The drainage lumen may be blocked.

Event description:
It was reported that during the surgery, urine did not flow from the foley catheter. The drainage lumen may be blocked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.